Manufacturer narrative:
The system logs were reviewed, but provided no additional information regarding the cause of the initially reported event. No parts were replaced and no parts were returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while preparing for a functional endoscopic sinus surgery (fess) case, the navigation system restarted unexpectedly when in the load patient screen. This issue occurred prior to the patient being present and after a case was done. Both times this occurred in the load patient screen. There was no delay to the case or impact on patient outcome. The issue was not reproducible and the exam was discarded.

Manufacturer narrative:
Device evaluation: software investigation was completed. This issue was documented in a medtronic software anomaly tracking database.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment for a planned maintenance (pm). The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.